Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic with ventricular assist device (vad) stops and pump off. The patient stated that their new residence could not figure out what to do when their batteries depleted and they could not figure out how to connect to the wall and / or new batteries for a bit. Log files were submitted for review. The log file displayed several strings of low voltage / low battery advisory alarms due to depleted batteries in use. On (B)(6) 2023 at 23:08 through (B)(6) 2023 at 00:19, the log file captured low battery advisory / low battery hazard / no external power alarms due to depleted batteries in-use / possible user error as mentioned where the system controller operated on backup battery / power save mode until depleted on (B)(6) 2023 around 00:19. At that time, there appeared to be a complete loss of power to the system controller causing a pump stop event and the controller clock to reset. It was noted that external power appeared to be restored to the system controller with the connection of a fully charged battery at the black power lead. The log file also displayed multiple strings of yellow wrench / real time clock not set alarms for the remaining length of the file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms, and pump stop were able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. No external power alarms were active on (B)(6) 2023, at 05:35:34, (B)(6) 2023 at 00:19:55, and four more times when the clock was not set on (B)(6) 2000. The alarms occurred due to full battery depletion of the 14v li-ion batteries. The alarm active on (B)(6) 2023 at 07:26:35 occurred due to dual power cable disconnect alarms. The alarms cleared once the power cables were connected to charged batteries. A pump stop and controller reset occurred on (B)(6) 2023 after 00:19:55 due to the 14v li-ion batteries being allowed to fully deplete. The 14v li-ion batteries depleted resulting in low voltage alarms which activated on (B)(6) 2023 at 23:08:45. These alarms persisted until (B)(6) 2023 at 00:14:48, at which point the alarms elevated to low voltage hazard alarms. The low voltage hazard alarms persisted for roughly 5 minutes. These alarms progressed until the batteries fully depleted resulting in no external power alarms. The 11v backup battery was able to provide power to the system for an undeterminable amount of time prior to the system shutting down due to the battery depleting. The system was restarted after the controller was connected to fully charged batteries and the system clock was reset due to the system shutdown. The pump was able to restart as intended. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the system controller, and if the patient experienced any symptoms during the pump stops; however, no response was received. The root cause of the reported event was stated to have been caused by user error. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.